Event description:
Vitatron ddv legacy ii pacemaker inserted 7/12/96. The patient had intermittent complaints of pain at pacer site, as well as physician reported ventricular lead impedance to less than 100 ohms. Surgical exploration resulted in findings of an insulation wire fracture. On 5/7/97 ventricular lead replacement and pacemaker pocket revision procedures were performed. According to the medical record, the patient fell on the device and the fracure was found at site of clavicle.